Event description:
Event description guidant received information that 12.0 months post implant, this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The device was explanted and will be returned to guidant for analysis. A new guidant implantable cardioverter defibrillator (ICD) was successfully implanted and the atrial lead was repositioned.